Event description:
During testing at the facility, unrestricted flow was noted. It was reported the tubing set was primed for use during preventive maintenance testing of a pump. After the roller clamp on the tubing set was closed, unrestricted flow was noted. It was reported that the roller inside the clamp appeared to be thinner than rollers in the clamps of other tubing sets. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).